Event description:
The patient reported that there was a change in therapy. The patient was still having a lot of pain in her lower back; this pain was the reason for device implant. The pain in her right leg was worse than the pain on her left, but the pain came from the back. It was thought that the patient had gotten more relief from the trialing system. The patient stated that she had pain everywhere; there was pain in her back and where they "cut her." During troubleshooting, the patient confirmed that she was able to adjust stimulation; however increasing stimulation did not help with her pain. It was noted that the patient did not have another programming group to try because she only had one group and one program. The patient noted that the implantable neurostimulator (ins) was located in her abdomen, and she sometimes had trouble finding it. The patient also mentioned that she was still wearing the "waist band." Additional information received from the consumer on (B)(6) 2016 reported that steps taken to resolve the back pain and leg pain included the manufacturer representative programming the patient's device; at this point the patient was experiencing very little relief. Additional information received from the consumer on (B)(6) 2016 and on (B)(6) 2016 reported that the implant therapy was not effective since implant. The patient did not have a (B)(6) symptom reduction since implant and the pain/arthritis had gotten worse down the patient's legs. The patient thought it was stress that played into it and possibly changes in the weather. The patient was implanted for pain in the sacroiliac area and ran down from her rectum down her legs to her feet. It was noted that a manufacturer representative had added an additional group to the patient's programming in (B)(6) 2016. The patient either turned the implant down or off throughout the day while taking a rest, going to the store, or going to bed. On occasion, the patient would turn stimulation down to where she did not feel it while driving; it was noted that she could not drive far due to the pain. There were no reported falls or trauma related to this event. It was also reported that the patient was having an increase in pain since 2016; this pain worsened within the past month ((B)(6) 2016). In addition, the patient was scheduled for an MRI due to pain down the left arm to the fingers that were going numb; this pain and numbness began in (B)(6) 2016. It was unknown whether the reason for the MRI was device/therapy related as they were not sure where it was coming from. The arm pain was considered a sudden change in therapy/symptoms. Additional information was received from the consumer on (B)(6) 2016 regarding whether the managing healthcare professional was notified of the patient's worsening pain and the therapy not working; the consumer reported that an appointment was scheduled for (B)(6) 2016 to address the problems/symptoms the patient was having; the patient requested that a manufacturer representative attend the appointment. Event outcome and steps taken to resolve the reported issues (pain and the therapy not working) were not provided at the time of follow up. The patient's indications for use included spinal pain.

Event description:
Additional information received from the patient indicated that they had a nerve conductor test for the numbness and tingling in their left hand. The patient had carpal tunnel surgery and it had not resolved the pain and numbness in the patient's left arm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.